Manufacturer narrative:
Examination of the returned items and review of the device history records did not reveal any product problems, related to manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised because of osteolysis, poly wear, loosening and broken cement mantle.